Event description:
(4/6 reference (B)(4) for related complaints) (documenting fourth cassette) per medwatch mw5107821: spontaneous. Patient's husband reports patient only has 2 cassettes on hand for IV veletri. Patient is using 1 cassette today (B)(6) 2022 and will use other cassette tomorrow (B)(6) 2022. Patient added to conversation. States that from the last order of cassettes received. All were defective except for 1 cassette. Patient states cassettes failed early, meaning patient had to change cassette earlier than usual because the cassette fails. Per dispensing system, pharmacy last dispensed patient 7 cassettes on (B)(6) 2022. Patient was unable to provide any lot numbers for the defective cassettes because cassettes have been thrown out and trash was already taken away. Patient is currently infusing veletri with no issues and did not have any interruption in therapy. No further information is available. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No;